Event description:
A (B)(6) female admitted on (B)(6) 2012 for total knee replacement. Operating room tech began opening the instrument trays. When the operating room tech inserted the battery pack into the reciprocating saw there was no power when it was activated.